Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified check syringe plunger sensor. During functional testing using check syringe plunger sensor was found at power up. The 2 flippers were touching the ear clip when plunger assembly was pushed all the way in. The root cause of the problem is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced left plunger case and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump exhibited a plunger alarm. No patient injury was reported.